Event description:
Report received from USA stating that the device "cannot attach to motor". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot attach to motor" was not confirmed. (B)(4) determined that all attachments were able to be secured to the motor without issue. The device was found to be within specifications for the reported issue. If additional information is received, a supplemental report will be sent. (B)(4).